Event description:
It was reported that at 154,078 joules during a prostate procedure, the tip of the fiber snapped. The fiber was replaced and the procedure completed using a second fiber for 38,692 joules. The fibers were cleaned during procedure. There was no patient injury or adverse event.

Manufacturer narrative:
The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Analysis of the device revealed that the fiber tip exhibited no signs of breaks/fractures. The glass cap exhibited moderate devitrification at output window. The metal cap exhibited mild detritus adhesion on surface and indications of slight melting on output window. The fiber was broken within the outer flow tubing, 2 mm from the control knob, between the distal tip and control knob. The break location exhibited signs of bending, crushed and no melting. The fiber was tested using a hene laser fixture and aiming beam was present at the break location. The outer flow tubing open end exhibited minor scratch marks. Based on the device analysis, there were no signs of tip break/fracture, however, the fiber body was found to be broken near the control knob. It is concluded that excessive bending occurred during the procedure. An evaluation conclusion code of intended use error caused or contributed to event has been assigned to this investigation.

Event description:
It was reported that at 154,078 joules during a prostate procedure, the tip of the fiber snapped. The fiber was replaced and the procedure completed using a second fiber for 38,692 joules. The fibers were cleaned during procedure. There was no patient injury or adverse event.